Manufacturer narrative:
During the device evaluation performed by the arjo representative it was possible to recreate the scenario that led to unintended movement of the backrest section. An arjo engineer determined that the power cord of the bed was routed incorrectly, it was placed, by the caregivers, between the lowered side rail and the mattress. In this position the cable remained in constant contact with patient control panel. When touching the side rail or leaning over it from the outer side, the control buttons are pressed activating section movement. The IFU for enterprise 8000x bed (746-585-en rev. 2) includes the following information relevant to the subject of this investigation: "it is recommended to use the function lockout facility on the attendant control panel to prevent unintended movement in situations where objects may press against the patient¿s controls." "The controls require only a single press to activate. To prevent unwanted movement of the mattress platform, avoid leaning against the side rails and keep equipment on and around the bed clear of the controls." "Function lockout can be used to prevent operation of the controls, e.g. When inadvertent movement of the mattress platform could injure the patient." Arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The device itself was fully functional, the unintended activation of backrest movement was a result of use error. No malfunction was found during the device evaluation.

Event description:
Following the information provided the backrest of the bed started rising on its own when the bedside nurse was changing infusions and attending to ventilator alarm. The intubated and ventilated patient was on the bed at the time of an event. No injury was sustained. An arjo representative attended the bed for inspection and determined that the bed was fully functional.